Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of area not clean before starting pd, peritonitis and fatal cardiac arrest coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy, (dose, and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The nurse reported that the cause of the peritonitis was both unknown, and area not clean before starting pd. On that same date, the patient started treatment with fortum (1gm, every day, ip), reflin (1g, every day, ip) and meropenem (1g, ip). The event of peritonitis was resolving. Outcome for the event of area not clean before starting pd was not reported. On (B)(6) 2011, the patient died of fatal cardiac arrest. It was not reported if an autopsy was performed. Dianeal pd2 ultrabag therapy was ongoing until the time of death. The nurse reported that the events of fatal cardiac arrest and peritonitis were not related to dianeal pd2 ultrabag therapy. A causality statement for the event of area not clean before starting pd was not provided.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error - poor aseptic technique. The cause of the death was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the report of peritonitis. The root cause investigation is in progress. A follow-up report will be submitted if additional information becomes available.